Manufacturer narrative:
Philips service performed mechanical repair, replaced the switch connector, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the monitor failed to display; cable was replugged, switch replaced, and host restarted on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.